Event description:
A customer contacted baxter's technical service center to report that the homechoice (hc) machine does not drain her then double fills her. The home patient (hp) stated that she did a manual drain and drained 3000ml. During follow up, the nurse stated that the patient's largest prescribed fill volume is 2l. The nurse stated that the patient swapped the device and was going to use manuals until the new cycler came in. The nurse stated the patient resumed therapy and there was no patient injury or medical intervention. During follow up with the product analysis lab (pal), the pal identified that per the logs the largest prescribed fill seems to be 1600ml and not the reported fill of 2000ml. Product surveillance contacted the nurse in 2009. According to the nurse the patient's last fill volume was 1600ml and it was recently changed to 2l. The nurse stated that the patient's largest prescribed fill volume was most likely 1600ml at the time of the event. Furthermore, the nurse stated that the patient does not do any day exchanges using manuals as the patient is dry during the day. Therefore, this event meets increased intraperitoneal volume (iipv) criteria.

Event description:
The customer states that one male patient generated an axsym troponin-I adv assay positive result of 0.5 ng/ml. A new sample was taken one week later and generated an axsym troponin-I adv assay positive result of 0.4 ng/ml. The sample tested negative with a non-abbott methodology. The customer is questioning the axsym assay's elevated result. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event of increased intra-peritoneal volume (iipv). The iipv was not confirmed in the logs and not duplicated during the pal evaluation. The most probable cause was determined to be insufficient drain / false empty detect at initial drain. The device will be sent to service area for servicing. CAPA is currently open for the reportable malfunction of iipv / overdelivery.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv.